Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown primary set experienced simultaneous flow with the secondary set. The nurse stated that there was still an unspecified volume of intravenous fluid medication in the secondary bag at the time of the event. The blue plastic hanger was fully extended. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.